Event description:
It was reported that the patient was in the lake holding onto a ladder working on a boat and was shocked for 60 cycle interference. The patient was seen by a nurse and no programming changes were made. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.